Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited a foreign object in the nozzle. There were no reports of patient involvement.

Manufacturer narrative:
The device was cleaned, disinfected, and sterilized the product before it was sent in for repair. According to the customer, there was no delay in the start of the pre-cleaning, the air/water nozzle was flushed with air and water, the nozzle was cleaned with lint-free cloths/brushes/sponges and the air/water nozzle was flushed with detergent solution. There were no abnormalities in the accessories used for reprocessing. The device was returned to olympus for evaluation and the evaluation found that the nozzle had foreign objects and was most likely due to insufficient cleaning. Additional findings were as follows: due to wear of angle wire, the bending angle in up direction did not meet the standard value. Due to wear of angle wire, the play of up/down knob was out of the standard value. Due to adhesive peeling on the bending section cover, insulation resistance value at distal end did not meet the standard value. The adhesive on the bending section cover had a chip. The indication on grip was unclear. The color ring, and the light guide lens both had a crack. The image guide protector had a cut. The grip, the plastic distal end cover, and the connecting tube all had a scratch. The scope cover plate had peeling. The adhesive around objective lens and the adhesive around light guide lens both was peeled. The connecting tube had discoloration and the connecting tube had a wrinkle. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The foreign object could not be identified from the information obtained. It is unclear whether the reprocessing was carried out according to the instructions for use (IFU), so the cause of the foreign matter remaining could not be determined. There was no deformation in the area where foreign matter remained. The detection method is described in the instruction manual evis lucera gif/cf/pcf type 260 series operation chapter 3 preparation and inspection. Instruction manual evis lucera gif/cf/pcf/sif type 260 series cleaning/disinfection/sterilization edition chapter 3 cleaning, disinfection, and sterilization procedures describes preventive measures. Olympus will continue to monitor field performance for this device.